Manufacturer narrative:
There was no motor error alarm noted. The insulin pump was unable to prime during the prime/compromised force sensor system test due to moisture damage on the force sensor resistor. They were unable to perform an excessive no delivery test and occlusion test due to a prime/fill anomaly. The motor was tested outside the device and passed. The pump had a cracked reservoir tube lip, a minor scratched lcd window, and a cracked case at the display window corners. (B)(4).

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 232 mg/dl at the time of the incident. Customer stated that the pump started alarming and it was saying motor error. Customer stated that she has seen this alarm before on a previous pump she had a couple of years ago. Customer has not seen this alarm recently. Customer's blood glucose was 308 mg/dl and she had a second motor error alarm today. Customer also had a no delivery alarm yesterday and her blood glucose was 170 mg/dl. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.